Event description:
It was reported that the user found that the white part of the sensor wire was broken when he/she opened the package. Another catheter was used for the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no breakage on the white sensor wire as per reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found that the white part of the sensor wire was broken when he/she opened the package. Another catheter was used for the patient.